Manufacturer narrative:
(B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a wallflex biliary rx covered stent was implanted to treat a stenosis in the hepatic portal during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2018. Reportedly, the patient's anatomy was tight and was not dilated prior to stent placement. According to the complainant, on (B)(6) 2018, the patient presented with high bilirubin level which prompted the physician to check the stent placement. An ercp was performed and found that the stent was displaced. On (B)(6) 2018, the stent was removed with snare and another wallflex biliary stent was placed to complete the procedure. There were no patient complications reported as a result of this event. Reportedly, the stricture had resolved when the stent migrated.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a wallflex biliary rx covered stent was implanted to treat a stenosis in the hepatic portal during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2018. Reportedly, the patient's anatomy was tight and was not dilated prior to stent placement. According to the complainant, on (B)(6) 2018, the patient presented with high bilirubin level which prompted the physician to check the stent placement. An ercp was performed and found that the stent was displaced. On (B)(6) 2018, the stent was removed with snare and another wallflex biliary stent was placed to complete the procedure. There were no patient complications reported as a result of this event. Reportedly, the stricture had resolved when the stent migrated.

Manufacturer narrative:
(B)(4). A deployed wallflex biliary rx covered stent was received for analysis; the delivery system was not returned. Visual examination of the returned device identified no issues with the stent. The stent was measured to be within specifications. According to the complainant, the stricture was resolved at the time of the stent migration. Stricture resolution may have resulted in the stent migration. A labeling review was performed, and from the information available, this device was used per the directions for use (dfu)/product label. Additionally, stent migration is noted within the dfu as a potential adverse event related to the use of the device; therefore the most probable root cause is "known inherent risk of device" a review of the device history record (DHR) was performed and confirmed that this device met all material, assembly, and performance specifications at the time of release for distribution.